Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. T4 not cooling. Installed test mixing pump and then installed test chiller pump to cool. Chiller pump needs to be replaced. Replaced chiller pump assembly. Replacement of the chiller pump assembly corrected the reported problem. Tank seals were found lifted from the tank. Debris found in tank. Replaced double bend tube and chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replaced tank seals. Cleaned out debris. Replaced the control panel coin cell due to age and applied loctite to the casters. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) water could not be cooled in an arctic sun device. Per review of wo on 20jun2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25jul2024, updated entry description (see attachment). They had sent the device to us depot and wait for depot to repair. They used another device to continue therapy. There was no patient injury. Per sample evaluation results received via task on 16sep2024, it was reported that the tank seals lifted, and debris found in tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) water could not be cooled in an arctic sun device. Per review of wo on 20jun2024, device was used on patient and no patient injury was reported.